Manufacturer narrative:
The device manufacture date was documented as december 17, 2013 in the supplemental report. The device manufacture date has been updated as december 30, 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the contacts pin was bent, and the connect sockets appeared to be burnt and discolored. The assignable root cause was determined to be due to wear on the components from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 1 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was observed that the cable to console device and electric pen drive device were not running and had no power when used together. There was a five minute delay to obtain spare devices to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.